Event description:
It was reported that during da vinci-assisted surgical myomectomy procedure, fenestrated bipolar forceps was found to have broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: in the reported incident, the tip of an instrument was completely detached during a procedure involving retracting a myoma, but no fragment fell into the patient. The instrument was inspected prior to use and showed no damage. The surgeon experienced difficulty controlling the wrist of the instrument, and there was uncertainty about whether the instrument collided with other materials.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.